Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument broke, an investigation is in progress. A return material authorization (RMA) was issued to the customer requesting to have the harmonic ace instrument returned. Intuitive surgical, inc. (Isi) has not received a product on which to perform a failure analysis investigation. A follow-up MDR will be submitted if the instrument is returned (post-failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument broke off. The fragment was retrieved during the same procedure and the procedure was completed. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use and no damage was observed. Severing of the pericardial fatty tissue in the course of a thymectomy was the surgical task that was being performed when the event occurred. A cause for the breakage of the instrument could not be deduced from the surgical situation. The instrument was in use prior to the issue for around 30-40 minutes. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The rupture occurred after transection of pericardial fat tissue. The resistance when removing the harmonic ace instrument is always higher than with the other instruments. The wrist of the instrument was already straightened before removal. The fragments were retrieved via the assistant approach. All fragments were retrieved, there was no additional surgical procedure required to remove the fragment and no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure could be completed robotically assisted with no injury to the patient. The patient had not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument and piece of fragment were returned. No photographic images of the device(s) or a video recording of the procedure is available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken at roughly 0.351¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples clips, or other instruments while the device is activated. The scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The complaint regarding instrument breakage was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.